Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: moisture was observed underneath the display lens. The pump case was cracked near the keypad. The audio bolus button cover was detached. The pump failed a leak test as a result of the damage and the missing button. The pump was unable to power up.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power and moisture was behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.